Event description:
Customer reportedly received results of 17 mg/dl and 106 mg/dl within 10 minutes on the advantage system. Customer also reportedly received results of 38 mg/dl and 116 mg/dl within 10 minutes on the advantage system. No low blood symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.